Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti") and nervous system disorder ("neuro condition/problem"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (unilateral). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and dyspareunia had resolved and the cystitis, urinary tract infection and nervous system disorder outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, nervous system disorder and urinary tract infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder infection , uti, neuro condition/problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information updated. Previously reported event ¿injury to herself¿ was replaced by new specific events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder infection , uti, neuro condition/problem. She underwent a salpingo-oophorectomy and case became incident. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.